Manufacturer narrative:
Jan. 29, 2016 08:52 am (gmt-5:00) added by (B)(6): the device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection under microscopy determined that the flex shaft (insulation/tubing) was peeled with detachment at the base of the jaws. No other non-conformance was observed. A device history record (DHR) has been reviewed with special focus on the flex shaft assembly final inspection. The records show the device lot conformed to all applicable procedures and specifications. Based on the returned condition of the device and the results of the investigation, the reported complaint was confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 insulation peeled off of the device. A piece broke off inside of the patient during the procedure and was retrieved with no problem. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(6) 2015 10:06 pm (gmt-4:00) added by (B)(6) ((B)(6)): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 insulation peeled off of the device. A piece broke off inside of the patient during the procedure and was retrieved with no problem. A replacement device was used to complete the procedure. The hospital did not report any patient effects.